Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was unable to deliver defibrillation energy during a patient event. The customer advised that the event occurred when using internal defibrillation paddles. In addition, the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. The customer advised that when the surgeon tried to shock with internal paddles the device did not deliver the shock. A nurse switched paddles but did not resolve issue. A backup defibrillator was used and successfully delivered the shock. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker further evaluated the customer's device and was unable to duplicate or verify the reported issue. Stryker reviewed the electronic records from the device. Stryker observed during the record review that the device was unable to deliver energy in synchronized cardioversion mode which is not a critical therapy. This observation was not related to the customer's reported issue. The cause of the reported issue could not be determined. The customer was sent a replacement device and the returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was unable to deliver defibrillation energy during a patient event. The customer advised that the event occurred when using internal defibrillation paddles. In addition, the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. The customer advised that when the surgeon tried to shock with internal paddles the device did not deliver the shock. A nurse switched paddles but did not resolve issue. A backup defibrillator was used and successfully delivered the shock. This issue is patient related; however there was no adverse patient outcome reported.